Event description:
It was reported that during a scheduled device change-out, the atrial lead was tested through the analyzer and had normal sensing and threshold measurements; the lead was then connected to the new device. Approximately five hours after the procedure, the atrial lead sensing had dropped significantly and the threshold had risen. The physician decided to open the pocket; the atrial lead was again tested through the analyzer and it showed similar numbers to those seen through the new device. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.